Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 184 mg/dl. Reportedly, the customer declined troubleshooting and believed the temperature change was the cause of the occlusion alarm.